Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The customer replaced both flow sensors to correct the reported complaint, and the unit was returned to service. Patient information could not be obtained due to country privacy laws.

Event description:
The hospital reported that during a case the bellows stopped driving and the unit alarmed 'vt not reached'. No report of patient injury.